Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the retuned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion in the heavily tortuous, below bifurcation, femoral artery lesion. A 7 x 100 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced with no resistance felt to the lesion and upon the 3rd inflation, the balloon ruptured at 6 atmospheres. The pta catheter was removed from the anatomy and replaced with a new 7 x 100 mm armada 35 pta catheter to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.